Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery this morning. The patient's blood glucose at the time of incident was 458 mg/dl, which the customer had not yet treated with a correction dosage. The customer was advised that recurring no delivery alarms may be due to site, set, or reservoir issues. The customer stated that the infusion set cannula was bent. No products were returned and two replacement infusion sets were shipped to the customer.